Event description:
It was reported an adverse event occurred. On (B)(6) 2026 the patients spouse called the fire department who arrived at around 4:00 am. Her bg fs by paramedics was 7 mg/dl. The patient regained consciousness in the hospital, and her blood glucose level was 22 mg/dl. She remembered she had ivs after regaining consciousness but did not know IV treatment details by first responders, or any treatment medication to stabilize her condition. As a result of the event her doctor was closely monitoring her glucose data and changed her insulin regime to long-acting insulin only while investigating the cause of the event. She was discharged home on approximately (B)(6) 2026. In a subsequent follow up call by tech support on (B)(6) 2026, clarification of details was requested. Her memory of event details was unclear, and she was unsure if she was wearing a sensor at the time. Later in the call she stated she did not believe the device was responsible for her hospitalization. The cause of the hospitalization was not specified, and the only two issues she remembered were the two wearable failures. No other patient or event details were provided. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.